Event description:
It was reported "broken fos connector". Another iab was placed to complete/continue therapy. No pateint injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "broken fos connector". Another iab was placed to complete/continue therapy. No pateint injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer provided a photo for evaluation. The photo shows an iabp recorder strip with a possible helium loss 2 alarm. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The reported complaint for "broken fos connector" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section d.4. - the full UDI number is not available as complainant did not report a lot number.